Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient indicating the cause of the shocking sensation and short circuits was not determined, however one of the points of the implant was no longer working. No further patient complications were reported/ anticipated as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacture representative (rep)regarding a patient who was implanted with an implant table neurostimulator (ins) for parkinson's dual and movement disorders. It was reported that the patient got a shocking /surging sensation when they were drying off with a towel, patient had their right hand behind their head. The rep noted that this was a one-time occurrence. The rep met with the patient yesterday and noted possible shorts on the following contacts, all of which were in the approximately 275 ohm range. The 8 c 10 c 11 c patient was programmed on contact 9. The rep stated the doctor indicated to him that those contacts had been low for some time though it was unclear for how long. The patient was getting good efficacy. The rep stated that when they were with the patient and reprogramming , the patient seemed out of it. The doctor thought that the patient may be dehydrated , doctor asked the patient if they had trouble urinating as of recently and patient indicated yes. The patient was taken to get a CT scan, and the patient eventually went to the emergency room (ER) but the issues appears to be resolved per the emails received from the patient. The rep went on to say the doctor thought a possible urinary tract infection (uti) or transient ischemic attack (tia) was present but the doctor noted that this was not related to the ins. It was noted that the patient went home from the ER yesterday and everything was stable and they would need a CT scan as an outpatient. Patient noted that they must have been shocked by whatever happened with the device and it took a while for it to reset and get back to functioning normally, further mentioning that after the rep adjusted their device settings, the patient sat and rested for a few hours and their mind seemed to clear, processing and thinking got back to normal. No further patient complications were reported/ anticipated as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.